Event description:
A hospital in (B)(4) reported that the water feedset tubes of two mr290v vented autofeed humidification chambers from rt212 adult breathing circuit kits were leaking. They further reported that the water feedset tubes broke when changing the water bag. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: only the bag spike and part of the water feedset tube from the complaint mr290v vented autofeed humidification chamber were returned to fisher & paykel healthcare in (B)(4) where they were visually inspected. Results: visual inspection revealed a break in the feedset tube at the connection to the bag spike. The surface of the break was rough (not smoothly cut). A lot check could not be carried out as the lot information was not provided. Conclusion: the damage appears to be the result of the tube being pulled away from the spike, possibly due to the feedset being caught or under tension. Past investigations have shown that the problem has been caused by the user removing the spike by grasping the tubing instead of the spike. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any faults are detected the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the problem occurred after the product was released for distribution. The user instructions which accompany the rt212 adult dual heated breathing circuit state the following: - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported that the water feedset tubes of two mr290v vented autofeed humidification chambers from rt212 adult breathing circuit kits were leaking. They further reported that the water feedset tubes broke when changing the water bag. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint devices are currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.